Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tube there was no label or missing label information. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: "we were informed by our kit production they notice more frequently the labels on the tube are a bit squished or damaged."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but one photo was provided for investigation. The photo was reviewed and the indicated failure mode for label lift was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of label lift was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode label lift. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tube there was no label or missing label information. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: "we were informed by our kit production they notice more frequently the labels on the tube are a bit squished or damaged."